Event description:
It was reported that there was sensor and blood glucose large difference and it will go threshold suspense at night and will wake up with blood glucose of 380 mg/dl. The customer stated that she will have sensors trending good for the first 3 days then on 4th day it will start trending low and going to threshold suspend. Customer was advised to call back when she is actively having the sensor glucose versus blood glucose event. Advised the customer the sensors would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We,therefore, consider this report complete to the best of our knowledge.